Event description:
During patient use, the cancel button and down arrow button were non functional. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.